Manufacturer narrative:
11-jul-2024: complained product will not be not available.

Event description:
Tip of the brush broke off in mouth...metal prongs that hold the brush bent - oral-b [device breakage]. Case narrative: consumer via chat reported that while they were brushing their teeth with a new oral-b toothbrush head, the tip of the oral-b toothbrush head broke off in their mouth and it appeared that the metal prong holding the brush bent. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Tip of the brush broke off in mouth. Metal prongs that hold the brush bent - oral-b [device breakage]. Case narrative: consumer via chat reported that while they were brushing their teeth with a new oral-b toothbrush head, the tip of the oral-b toothbrush head broke off in their mouth and it appeared that the metal prong holding the brush bent. No injury was reported.